Manufacturer narrative:
The previous event where the patient was placed on batteries due to driveline damage was reported under MFR # 2916596-2018-01473. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported when the patient woke up around 6:00 in the morning, continuous sound occurred. The heart symbol and red battery symbol were illuminated. The patient changed the batteries, but the situation did not change. Auscultation at the hospital found no pump operation sound. After exchanging the controllers, the alarm was resolved. It appeared to take 20 to 30 minutes to exchange the system controllers since the alarm occurred. However, the patient, who was transported to the hospital by ambulance, didn¿t feel bad and had no symptoms. This patient has been followed up on battery support since patient refused the pump exchange surgery for suspected driveline damage. The log file reveled abnormal pump stop, low speed, and low flow hazard events prior to the pump being disconnected from this controller. However, it seems that the red heart alarm occurred again on (B)(6) 2022. This time, the alarm lasted only 5 seconds, so the controller was not replaced. It was believed that the alarms were due to a suspected short to shield.

Event description:
It was reported that the patient was discharged on (B)(6) 2022. Since the patient would not agree to replace the pump, assistance with the same pump would continue. Following the patient's discharge no other alarms had occurred.

Manufacturer narrative:
B2: hospitalization was checked inadvertently in the previous report. Manufacturer's investigation conclusion: low speed and pump stop events were confirmed via the submitted log file data. The submitted log file contained relevant data spanning from day 533 hour 1 minute 32 to day 533 hour 23 minute 32, per the timestamp. Low speed and pump stop events with associated low speed/flow alarms and elevated pump powers/pulsatility index values were captured beginning at day 533 hour 23 minute 18 while the ventricular assist device was supported with batteries. These events occurred until the driveline was disconnected from the system controller at day 533 hour 23 minute 20 during the reported system controller exchange. Based on our complaint history and similarly reported events, the captured low speed and pump stop events are consistent with potential wire compromise within the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through this evaluation. Of note, the patient has been supported with battery power since (B)(6) 2018, previously reported under MFR # 2916596-2018-01473. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.